Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed but did not reproduce the system error 105. The eval experienced the system error 105 which was caused by a seizing motor. The motor assembly was replaced.

Event description:
It was reported that a spectrum pump alarmed system error 105 in the intensive care unit. It was also reported that there was no pt injury.